Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/08/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6) 2025. The pediatric patient experienced a skin reaction with itching, burning, rash, redness, pimples, and infection under the overlay patch, which occurred 3 days after the sensor had been inserted in the arm. Photos of the skin reaction in the complaint record were reviewed. There was a visible erythema covering the area extended beyond the patch. There were blisters on the entire affected area with yellowish drainage. There is no documentation of scarring, infection, or systemic reaction. The skin reaction was treated with a prescription of oral antibiotics flucloxacillin. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.